Event description:
The company received a report from the customer that the patient's mother stated that the cuff on the tracheostomy tube blew on its own. They heard a noise like a little puff or burst of air. They put a new tracheostomy tube in and later that day, they heard it again and the cuff was blown again. The first related event is reported on 2936999-2009-00422. No further information or details were provided in the report.